Event description:
The advocate contacted bayer on behalf of a (B)(6) customer. She alleged the customer's glucose was tested using her contour and contour link meters. The contour link read 0.7 mmol/l, while the contour read 5.0 mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement strips and a new link meter were sent to the customer.